Event description:
It was reported that this event occurred in the operating theatre. The insertion site was the left femoral vein. The patient was a (B)(6) male with renal failure who required access for urgent renal dialysis filtration. The surgeon was cannulating the patient with the vas cath, the correct technique was employed. As the cannula was fed through the skin in to the femoral vein, the guide wire began to unravel and separate from the hand held part of it. Additional information received on (B)(6) 2012 indicates they removed the guide wire with difficulty, but didn't need to remove it surgically.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.